Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered circuit board failure, cr board, patient board, dp board, dx board, power unit, ex board, socket connector and printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus received a report from the customer stating that when the evis exera iii video system center was switched on, the error b30 appeared (scope communication error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.